Event description:
It was reported that the patient experienced hyperglycemia while using the ilet following intake of high-sugar, high-carbohydrate foods that exceeded the meal selection; the ilet alerted for high glucose and the highest reported glucose was 400 mg/dl, after which the system was allowed to correct and glucose returned to range within 90 minutes. Symptoms included feeling okay without distress. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included customer follow-up, review of the event details, and user education on meal announcement and allowing the system to correct. Investigation of this case revealed no device malfunction, no cartridge or infusion issue observed by the caregiver, and a probable user-related or use-pattern factor associated with higher-than-announced carbohydrate intake that led to transient hyperglycemia, with the device functioning as intended. It was concluded, based on previously established findings for similar reports, that the cause was use-related hyperglycemia with cause otherwise unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.